Event description:
It was reported that the user experienced recurring alert 38 indicating a stalled motor; a dry run initially succeeded without changing supplies, but the alert recurred, after which a restart, another dry run, and replacement of all disposable supplies led to resumed insulin delivery with no reported effect on blood glucose and no medical intervention. Symptoms included no clinical symptoms. Outcomes included no impact to the user¿s health and no need for hospitalization. Investigation included guided troubleshooting, device restart, dry-run verification, and replacement of cartridge, connector, and infusion set. Investigation of this case revealed a motor stall alert consistent with an insulin delivery occlusion or consecutive stalled motor condition, with resolution after replacement of disposables, suggesting a supply-related or transient mechanical resistance rather than an internal pump failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user-related or supply-related factors leading to transient occlusion or resistance, not reproduced after replacing components. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.